Manufacturer narrative:
The technician found the head hi/low valve stem was not functioning. He replaced the valve to repair the bed.

Event description:
Information rec'd indicates, the head of the bed will not go up.